Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing stomach pain following an implant procedure. It was unknown if the stomach pain was device or procedure related but the surgeon suspected the possibility thus decided to explant the patient's device. The patient underwent an explant procedure. No device malfunction was suspected but potentially hardware issues inside the patient's body.